Event description:
The customer reported that during a routine check of the unit, prior to use on a pt, the unit generated a "system failure" alarm. The pt was switched to another unit and therapy was initiated. No pt injury was reported.